Event description:
Complainant alleged that while attempting to monitor a 60-year-old female patient, the device failed self test for defib and ECG functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.